Event description:
It was reported that there was an increase in the number of pts reporting irritation, redness and swelling around the penis after undergoing cystoscopy procedures where the scopes were disinfected with cidex opa solution.